Event description:
It was reported by service report that the rubber on the foot caster was coming apart resulting in the brakes unable to be fully engaged. No pt involvement or adverse consequences were reported.